Event description:
It was reported that the patient underwent a spinal procedure to treat scoliosis with implant of posterior pedicle screw/rod fixation at 9 levels. Sometime post-op a rod was broken and the crosslink slipped. An additional procedure to explant the device is planned. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Ap and lateral x-rays are provided of a scoliosis fusion involving 9 levels. There is a significant span that was not instrumented from approximately l3 to the lower thoracic spine. A cross link spans the rods just above the l3 screws. Where the flexible span meets the l3 screws the rod has broken. This construct suffers from no contouring of the rods, no apparent derogation to correct the lumbar curve or improve lumbar lordosis, and a major stress riser at the upper limit of the lumbar fixation points. Rod breakage is reportable, despite poor surgical planning and execution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.